Event description:
The user facility reported that the filters of two advantage plus pass-thru units clogged and gave a waterflow alarm. As a result, multiple patient procedures were postponed as the user facility did not have alternative reprocessing methods available. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the filters were clogged. To resolve the issue, the technician replaced the filters. The unit was tested, confirmed to be operating according to specification, and returned to service. The filters subject of the reported event were returned to steris for evaluation. No issues were noted with the functionality of the filters. The advantage plus pass-thru IFU states, "potable water is the minimum standard, ro water is preferred. Steris recommends the use of a high quality water pre-filtration system that filters incoming water to 1 micron. The high performance 0.2 micron (absolute rated) water filters included with the reprocessor are highly effective at removing microorganisms and particles larger than 0.2 microns. Appropriate pre-filtration and regular disinfection are required to maintain the performance of this filter." Water samples from the user facility were collected and revealed the presence of sediment, which could shorten the service life of the filters. The technician notified user facility personnel of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to the facility's incoming water quality. No additional issues have been reported.